Event description:
It was reported the patient's lead had migrated. Surgical intervention was undertaken on (B)(6) 2025, during which the existing lead was repositioned to address the issue. Two new anchors were implanted. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.